Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been damaged by water and no longer works. Customer's blood glucose was unknown at the time of incident. Troubleshooting also found that the display screen is scratched. No further details given.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, minor/deep scratched display window. The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found inside the insulin pump.